Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v014938, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient had been self-catheterizing since she lost her programmer for ¿about a month.¿ follow-up is being conducted to determine patient outcome and actions taken.